Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2020. During examination, it was noted that a patient notifier was delivered for high voltage lead impedance. It was suggested that the right ventricular (rv) lead had high voltage lead impedance and over prior year had stable high capture threshold. No intervention was performed. The patient was in stable condition.